Manufacturer narrative:
(B)(4). The customer reported a failure to discharge via paddles during cardioversion. The shock button on the defibrillator was used to deliver the energy. No adverse patient impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge via paddles during cardioversion. The shock button on the defibrillator was used to deliver the energy. No adverse patient impact was reported.